Manufacturer narrative:
The device was evaluated at customer site by philips service engineer. Based on the results of analysis, it was determined that product has malfunctioned and the cause is due to a component failure. Customer ordered replacement dfm100 assy capacitance to resolve the issue and the product is back in service. The reported problem was confirmed.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the therapy delivery test failed. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Institution phone: (B)(6).

Manufacturer narrative:
The device was evaluated at customer site by philips authorized service provider. Based on the results of analysis, it was determined that product has malfunctioned and the cause is due to a component failure. Customer ordered replacement dfm100 assy capacitance to resolve the issue and the product is back in service. The reported problem was confirmed.